Event description:
Attorney alleges that on (B)(6)2016 and (B)(6)2017, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1 and device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralex st (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia sac was dissected free from the subcutaneous tissues. A ventralex st mesh (device #1) was placed in a subfascial position using sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent laparoscopic repair with removal of ventralex st mesh (device #1) and implant of ventralex st mesh (device #2). Per operative notes, ¿a ventralex st mesh (device #1) was removed. There was omentum and small bowel adherent to the anterior abdominal wall were taken down. A ventralex st mesh (device#2) was placed through the defect and pulled up against the anterior abdominal wall using tackers.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the original allegation and the medical records provided to date, there is no indication of an adverse event or medical/surgical intervention associated to the ventralex st mesh. Updated fields: a2, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), g1, g3, g6, h2, h6, h10. This supplemental emdr represents the ventralex st (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2016 and (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1 and device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2)ventralex st (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."